Event description:
Customer contact olympus technical assistance support to report missing or damaged o-rings, involving olympus cylinder hose. There was no patient involvement reported.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.